Event description:
Rep from the hospital maintenance dept reported that the head section ran to the up position unintentionally on this bed. The hill-rom service technician suggested that he unplug the pt pendant to see if the pendant was causing the self run. After the pendant was removed, the head section operated normally. Rep replaced the pt pendant to resolve the issue. There were no reported injuries.